Manufacturer narrative:
Evaluation summary: one device was received for evaluation, along with an attached electrode. The returned product met specification as received. The device did not show any defects. Visual inspection showed that the tip of the electrode had eschar on it. The investigation of the device did not identify anything that would have caused or contributed to the reported event. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device was plugged into a generator and tested satisfactory. The investigation found the device to function normally and within specifications. The IFU warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total hysterectomy, the bovie tip ignited in flame. New pencil was used to complete the case. No patient injury.